Event description:
Healthcare professional reported textured to smooth implant exchange for the left side and capsular contracture baker grade iii. The device has been explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: capsular contracture: observed tissue next to the shell, but it is a medical event not related to the device. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device it is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Event description:
Healthcare professional reported textured to smooth implant exchange for the left side and capsular contracture baker grade iii. The device has been explanted.

Event description:
Healthcare professional reported textured to smooth implant exchange for the left side and capsular contracture baker grade iii. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "recalled implanted".